Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the system remotely and confirmed that the system does not complete bootup. Review of the log files shows host-pc could not connect to the flexvision-pc. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and was informed by the customer that the system does not complete boot up and stuck at the zero countdown, rebooted the system but issue persists. The philips field service engineer (fse) checked the system onsite and found that the power supply of the flexvision pc was defective. To resolve the issue, the fse replaced flex vision pc and installed drives, booted system and installed os and application software, installed frame grabber firmware, booted system and d flex vision presets with tech. The defective part was sent for analysis, for flexvision, malfunction was observed, and the failed component was found to be hdd bay and failure description was hdd bay unplugged. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.